Event description:
It was reported that during backloading of the proglide device onto a 0.35 guide wire after a diagnostic procedure the plunger slid out of the body of the device. It was noted that the plunger did not seem seeded in the device as far as normal. The method of how hemostasis was achieved was not reported. The device was never deployed and not used on the patient. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have aided the investigation with a more definitive determination. The plunger coming out of the device during guide wire backloading can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing all devices undergo inspection to verify a 0.038 inch guide wire slides freely through the sheath, proper placement and orientation of the plunger. A sample of devices from each lot must be successfully functionally deployed. Based on the reported information and the inspection criteria, a definitive cause for the reported event whereby the plunger slid out of the body of the device during backloading and associated patient affects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of product quality deficiency.